Manufacturer narrative:
The prograsp forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps's instrument wrist would not articulate properly. The procedure was completed with no reported injury.